Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (unknown concentration and dose) via an implantable pump. The pump's indications for use were intractable spasticity and cerebral palsy. The hcp noted that the pump and catheter were explanted due to pain. Follow-up is being conducted to obtain additional information, including the baclofen type, lot number, concentration, dose, and other medication that the patient was taking at the time of the event. A follow-up report will be sent if additional information is received.